Manufacturer narrative:
Upon inspection and testing of the returned device, it is likely the user facility set/assigned the white balance function to switch #1. When switch #1 malfunctioned, it resulted in the white balance adjusting without activation. When the actual product was disassembled, the coating of the core wire of switch #1 was found to be torn. When the universal cord is moved around, the internal components move forward and backward, the switch #1 core wire and the integrated shielded wire come into contact, which can result in a short circuit of switch #1, causing switch #1 to react without being activated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is suspected the core wire of switch #1 was torn due to repeated bending and twisting of the universal cord, and accidental excessive stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that white balance was being acquired without being requested. The reported issue occurred during an unspecified therapeutic surgical procedure. There was no delay in the intended procedure. Despite the white balance issue, the procedure was completed using the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed that switch button #1 would operate without being activated. This report is being submitted for the malfunction found during evaluation of the device (switch operating without being activated).